Event description:
A peritoneal dialysis (pd) patient's nurse contacted (B)(6) customer service to report a complaint regarding the micropore-surgical tape 1x10yds. Patient reported he had to stop using the exsept solutions and the paper tape since it was breaking out his skin after using it. The patient involvement is unknown, however there was no harm or adverse event reported. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".